Event description:
Device 3 of 3; reference MFR. Report#: 3006705815-2019-00166, reference MFR. Report#: 3006705815-2019-00167. It was reported that the patient experienced ineffective stimulation. As a result, the scs system was explanted.